Event description:
Surgeon was utilizing the arthroscopic approach with passport button cannula. Upon removal of the arthroscopy ports, a piece was missing approximately 5mmx5mm. When placing the anchor a piece of the silicone sleeve tore away and was instilled deep into the bone with the anchor.